Event description:
It was reported that the surgeon was doing an all inside acl reconstruction. Graft prep was completed correctly, drilling correct, graft with tightrope rt's had been passed correctly into the femoral and tibial sockets. Buttons had flipped on tibial and femoral cortical bone. Tightropes had been tightened correctly and held the graft in desired position with desired tension. Surgeon then, as a finish to the technique, cycled the knee and returned the knee to full extension and then did a final tensioning of the tibial tightrope. When he did, the suture on the right broke off right at the tibial button. Surgeon indicated he should aggressively cycle the knee, which he did and then pull on remaining suture to see if the tightrope was solid and stable. When he pulled the single pulling suture after aggressively cycling the knee, the tightrope completely pulled out of the tibial socket. Tightrope released on the right side of the button and sutures threaded out of graft (in tibial socket) and pulled out on the left side of socket so the single pulling suture when held in an open space had the button and remnants of the tightrope construct hanging below it. Surgeon had to make an incision on the lateral capsule of the knee to remove the graft from the tibial socket (femoral portion of graft solidly fixed) and utilize a btb tightrope as a rescue tightrope. Btb tightrope was threaded through the graft construct and btb tightrope was threaded together to create a completed tightrope then pulled into tibial socket and button flipped on tibia cortical bone, tightened and success with the completion of the patient's acl.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is applying excessive force on the shortening strands, nicking the suture with another instrument, fraying from sharp edge of the bone tunnel. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.